Event description:
Boston scientific crm received information that this right ventricular lead exhibited intermittent loss of capture on the trans telephonic monitoring (ttm) system. A magnet strip was obtained where it showed asynchronous av pacing at 100bpm with possible ventricular loss of capture with fused beats, and the strip was unable to evaluate any atrial capture. Technical services advised contacting the physician to discuss. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.